Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a custom tubing pack there was a leak. The sat/crit cuvette in the venous line seemed to not be solvent bonded. This resulted in a very small amount of air being entrained into the venous line. The customer simply secured the loose connection using a tie band and there were no further issues and the air entrainment stopped immediately. The leak originated from the tubing connection. The same leak did not appear in multiple packs. Patient blood loss did not occur because of the leak. An unplanned transfusion was not required. The device was used to complete the procedure. There was no adverse patient effect associated with this event.